Manufacturer narrative:
This is one event (death) reported on the same pt involving two separate products; associated mdrs #1225714-2014-02798, 02799, and 02800.

Event description:
The plaintiff attorney alleged the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012, after use of the product.